Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot with tandem technical support. There was no adverse impact to customer¿s blood glucose level.